Manufacturer narrative:
Analysis found the unit alarmed compromised force sensor system due to a loose/protruded drive support disk.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 128 mg/dl at the time of incident. The customer stated that the insulin pump was stuck in prime rewind. The customer stated that insulin squirts out during the manual prime process. The customer stated that the drive support cap was not protruded. The customer stated the insulin pump was not bumped or dropped. The insulin pump will be returned for analysis.